Event description:
The customer stated that he has experienced high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the insulin pump alarmed motor error during the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.